Event description:
Complainant alleged that while attempting to monitor a 55-year-old female patient, the device failed self-test for defib and pacer functions. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a 55-year-old female patient, the device displayed a "pace defib device failure" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference section (medical device problem code) device evaluation: the device was returned to zoll medical corporation for evaluation. The customer's report was observed intermittently during initial testing, but unable to verified during trouble-shooting and debug efforts. The device was put through extensive testing without duplicating the report. An internal inspection of the device found no discrepancies. The ECG board, processor/bridge/pace board and defib flex cable were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.